Event description:
Consumer reported complaint for hi display. Wife is calling on behalf of the customer, just purchased this meter and ran her husband blood since he has not been testing for some time and the meter read hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, lethargic, excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed.the meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who informed that sought medical attention at the hospital. Customer states that they went to the hospital and their meter was also showing hi results. He was diagnosed with hyperglycemia and was treated with IV fluids. His blood reading came down to the 300s mg/dl after receiving IV fluids. Customer was discharged 6 hours later. Customer is no longer experiencing symptoms and no further medical attention is required. Customer states it was not the meter's fault, meter worked as intended and that the meter is working fine.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who informed that sought medical attention at the hospital. Customer states that they went to the hospital and their meter was also showing hi results. He was diagnosed with hyperglycemia and was treated with IV fluids. His blood reading came down to the 300's mg/dl after receiving IV fluids. Customer was discharged 6 hours later. Customer is no longer experiencing symptoms and no further medical attention is required. Customer states it was not the meter's fault, meter worked as intended and that the meter is working fine.

Event description:
Consumer reported complaint for hi display. Wife is calling on behalf of the customer, just purchased this meter and ran her husband blood since he has not been testing for some time and the meter read hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, lethargic, excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.